Event description:
The customer reported an rhd discrepancy of one patient sample when tested with erytype s ab0+d on tango infinity. The customer stated that the sample (B)(6) yielded a negative result with both anti-d clones (bs226 and bs232) of erytype s ab0+d on tango infinity. When repeating the test on the next day sample (B)(6) yielded a positive result with both anti-d clones of the same lot of erytype s ab0+d on tango infinity. Additionally the customer tested the patient sample with an anti-d reagent for weak d on tango infinity and received a positive result. The customer provided printouts of the relevant tango infinity which confirmed her description of the complaint. The customer returned the complaint sample of erytype s ab0+d for investigational testing, but not the patient sample that had caused a discrepant test result. Our quality control laboratory tested the complaint sample returned by the customer in parallel with their retention sample and different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Because the customer did not provide the patient sample for further investigation, a serological respectively molecular testing of the patient sample for weak d or d variant was not possible. Therefore the cause of the discrepancy remains unknown. The section performance characteristics and limitations of the method of the instruction for use contains an appropriate note with regard to the reaction mode of weak d and d variant and erytype: "category dvii cells as well as very weak expressions of the d antigen (weak d or partial d with a very small number of receptors) may either react weakly or react negatively with both anti-d reagents." Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service engineer was on-site to check the affected tango infinity's function. The engineer provided result image that shows the negative result for the affected patient sample. In general, all the well results had a darker background. Both anti-d wells showed some spread agglutinates, but as the background was dark, the image interpretation software calculated this as a negative result. The log files did not show any issue relevant abnormalities. Loading and processing of this sample were analyzed. The sample was loaded once on the instrument and the processing was performed as expected. No malfunction could be identified. The service engineer confirmed a proper function of the instrument.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported an rhd discrepancy of one patient sample when tested with erytype s ab0+d on tango infinity. The customer stated that the sample #(B)(6) yielded a negative result with both anti-d clones (bs226 and bs232) of erytype s ab0+d on tango infinity. When repeating the test on the next day sample #(B)(6) yielded a positive result with both anti-d clones of the same lot of erytype s ab0+d on tango infinity. Additionally the customer tested the patient sample with an anti-d reagent for weak d on tango infinity and received a positive result. The customer provided printouts of the relevant tango infinity which confirmed her description of the complaint. The customer returned the complaint sample of erytype s ab0+d for investigational testing, but not the patient sample that had caused a discrepant test result. Our quality control laboratory tested the complaint sample returned by the customer in parallel with their retention sample and different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Because the customer did not provide the patient sample for further investigation, a serological respectively molecular testing of the patient sample for weak d or d variant was not possible. Therefore the cause of the discrepancy remains unknown. The section performance characteristics and limitations of the method of the instruction for use contains an appropriate note with regard to the reaction mode of weak d and d variant and erytype: "category dvii cells as well as very weak expressions of the d antigen (weak d or partial d with a very small number of receptors) may either react weakly or react negatively with both anti-d reagents." Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An evaluation of the affected tango infinity is still ongoing.